Event description:
It has been reported to the company that the catheter kinked during the procedure and required surgical intervention to remove the device from the patient. The physician was advancing the catheter into right coronary artery, he torqued the catheter clockwise, and it kinked. The physician torqued it counterclockwise trying to fix the kink, but the kink became worse, which made it impossible to remove the catheter from the sheath. A surgical procedure was required to remove it the damaged catheter.